Event description:
It was reported that this pacemaker had oversensed noise on the right ventricular (rv) channel which resulted in the patient having 3.5 seconds of asystole. The noise that was being oversensed was a result of myopotential. Additionally, it was noted that the right atrial (ra) lead is oversensing noise and is chronic. The patient was evaluated in the clinic and the device was re-programmed. Additional information was requested for lead information; however, no further information could be obtained. The suspected cause of the reported observations is that the leads have been implanted and in service for approximately 31 years. No additional adverse patient effects were reported.